Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 68, 47 and 50 mg/dl. The customer stated that she has only been using the meter for a week. The customer stated that she performed a blood glucose test (fasting) and got a result of 25 mg/dl using her truemetrix air meter and she then ran a blood test using her daughter's onetouch meter and got a result of 72 mg/dl. The customer's expected fasting blood glucose test result range is 60 - 140 mg/dl. The customer stated that her blood sugar varies a lot and she is also on a new medication. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 151 mg/dl and 131 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date at time of call is one week. The customer stated that she stopped using the meter because she does trust the results. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with all the low blood results because her daughter meter would give her a higher result. Customer states that she has only been using the meter for a week and the meter is giving low blood results. Customer states that she run a blood test got a results of 25mg/dl she then run a blood test using her daughter meter and got a 72mg/dl . Customer states that this meter varies compare to her daughter onetouch meter. I explain to customer not to compare meter to meter. Customer states that her blood sugar varies a lot and she is also on a new medication. Customer states that she stop using the meter because she does trust the results. The results are not matching up to her daughter's meter.